Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported after their orthodontist reviewed the imaging that was taken they advised that they require two fillings in their back teeth and a cleaning for gingivitis.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.